Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis. It was reported the patient was not treated with antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis event. Seven days after event onset, the pd catheter was removed and the patient was changed to hemodialysis. No additional information was available.